Event description:
The customer reported that only lead v2 of 12-lead ECG could be acquired.

Manufacturer narrative:
The customer evaluated the device and isolated the issue to the ECG leads trunk cable. In 2009, philips supplies sent the customer a replacement ECG leads trunk cable to resolve the issue. The following month, the customer confirmed that replacing the trunk cable resolved the failure.